Manufacturer narrative:
Product analysis: misalignment was confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to maintain calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.